Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lympadectomy, the secure cadiere forceps collided with the bipolar fenestrated grasper. There were no further issues with the secure cadiere forceps. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d4 (serial #, UDI #), h4, h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported secure cadiere forceps. The secure cadiere forceps sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that no errors associated with the reported secure cadiere forceps were observed. No evidence was provided regarding a collision between the secure cadiere forceps and the bipolar fenestrated grasper. Evaluation of the secure cadiere forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lympadectomy, the secure cadiere forceps collided with the bipolar fenestrated grasper. There were no further issues with the secure cadiere forceps. There was no patient injury.